Event description:
It was reported that: pilot balloon leakage found before proceeding the procedure. Additional information: the issue was identified prior to use, there was no patient involvement.

Manufacturer narrative:
(B)(4), the sample was not returned to the manufacturer for investigation. The manufacturer reported: "there was no sample received for verification, or no photo therefore this complaint description could not be confirmed as reported. The defect mode of cuff leakage cannot be confirmed as there is no sample received or photo for verification." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: pilot balloon leakage found before proceeding the procedure. Additional information: the issue was identified prior to use, there was no patient involvement.

Manufacturer narrative:
(B)(4).